Event description:
On (B)(6) 2012, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing of 300 cassettes, resulting in under-processed tissue from three (3) protocols which commenced (B)(6) 2012. On (B)(6) 2012, leica microsystems received information that tissue from two (2) breast biopsy cases were not diagnosable, and re-biopsy of the patients was required.